Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had no delivery alarm. The customer had high blood glucose level of 441 mg/dl. The customer also reported bent cannula. The customer declined to troubleshoot for high blood glucose. The product was returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. No excessive no delivery alarm noted. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address or serial number label and cracked belt clip slot.